Event description:
It was reported a pt was scheduled for generator replacement. While in the or, diagnostic testing showed high lead impedance. There was no indication of high lead impedance prior to surgery. Lead revision surgery was performed. Product has been returned to the MFR. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.